Event description:
The pump was returned for investigation. Investigation revealed the force sensor had contamination and was out of calibration . This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
(B)(4): review of the black box and download history did not reveal any 'no cartridge detected' warnings recorded. There were several "prime" steps observed in the black box that corresponded to "high" prime volumes in the prime history. On testing, during the load step, the pump did not recognize the cartridge. The pump emitted a 'no cartridge detected' warning. The pump was opened for investigation and revealed contamination of the force sensor.